Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. After opening the housing, the instrument was found to have a segment the conductor wire broken at the proximal end. The instrument failed an electrical continuity test. A log review was performed for the fenestrated bipolar forceps reported in this complaint (pn: 470205-17/n11190409) and the following was confirmed the following. The instrument was last used on (B)(6) 2019 during a total hysterectomy performed on system sl0214. The instrument was on its 3rd life/usage of 10 for this procedure and was not used for any subsequent procedures. No system error was generated for an issue with the instrument's cable. No photo or video was available for analysis. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable. The fields in initial reporter are not available.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the maryland bipolar forceps instrument energy did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: no fragment fell into the patient. The issue did not occur during a critical surgical step. No further details about the patient or the event were available.